Event description:
A portion of the sheath separated in the vessel, and embolized to unk location. The sheath was used to access an occluded popliteal vein for a thrombolysis case. Physician used another manufacturer's balloon that requires a 6fr sheath. Slight resistance was felt when inserting the balloon, but was even greater when he went to remove the balloon. It is unk at what stage of the procedure that the sheath separation occurred. A chest x-ray was performed to see if the distal piece of the sheath embolized to the lung, but nothing was visualized on the chest film. Patient was discharged with no complaints.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation; however, photos were provided indicating the condition of the device in question. Unfortunately, a review of these photos could not determine if material separation occurred nor the length of the separated segment. Based on the info provided and the results of our investigation, it is feasible to suggest this incident was the result of a procedurally related event. Our labeling cautions that all catheters and instruments used with this introducer should move freely through the valve and sheath as separation may result. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar situations.